Event description:
The consumer's wife alleges the back legs of the shower chair spread outwards, causing the chair to collapse. No injury is alleged.

Event description:
The consumer's wife alleges the back legs of the shower chair spread outwards causing the chair to collapse. No injury is alleged.

Manufacturer narrative:
Initial (B)(4) issued mfg. Report #1531186-2012-00204. The manufacturer was listed on the original report as pinghu weifeng material technology. The manufacturer is actually unknown. No lot # / serial number was available to determine who the manufacturer is.